Event description:
A technician reported that during the creation of the venting channel on the patient's right eye, vertical gas breakthrough (vgb) occurred. Advanced surface ablation treatment is planned in the future to provide the refractive correction.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).